Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, after prepping the 6 mm. Angioguard medium support device, while putting a curve on the distal wire, the filter migrated out of the sheath and would not return back inside the sheath. The product was reported to have been prepped properly. The event occurred prior to use in the patient. The physician did not use this device. Another one was used and had a curve put on the distal wire successfully. The procedure was completed successfully. There was no reported patient injury. Injury using the other basket as reported and that an excellent result was achieved. The target lesion for the procedure was the right internal/common carotid artery. The target lesion was reported to be: an eighty-five percent (85%) stenosis and was not too tortuous. There was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal.

Manufacturer narrative:
In the previous report it was indicated that the reported event, premature deployment of the filter, did not meet the criteria for regulatory reporting. Subsequent review indicated the analysis showed frayed/split torn damage to the filter basket, which meets the criteria for reporting. Therefore, the file remains reportable.

Manufacturer narrative:
Updated: during prep, while putting a curve on the distal wire of the 6 mm angioguard medium support device the filter migrated out of the sheath and would not return back inside the sheath. The product was reported to have been prepped properly. The event occurred prior to use in the patient. The procedure was completed successfully using another angioguard. There was no reported patient injury. The other angioguard performed as expected and an excellent result was achieved. The target lesion for the procedure is the right internal/common carotid artery. The target lesion is reported to be: eighty-five percent (85%) stenotic and ¿not too tortuous.¿ there was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The device was returned for analysis. One non-sterile 6mm angioguard medium support unit was received along with its deployment sheath and its torque device. Neither the capture sheath nor the filter basket introducer, coil dispenser, or the peel away guide wire introducer were returned for analysis. Per visual analysis it was found that the delivery sheath tip was received split/torn and the filter basket was received deployed, it was also noted that the filter membrane was found lifted up over the nitinol wires; the torque device was found affixed to the guide wire. No other issues were noted. Functional analysis could not be performed due to the delivery sheath tip split/torn condition. The filter basket was inspected under a microscope and it was confirmed that the filter membrane was found lifted up over the nitinol. Per the condition of the received device it was concluded that the ripped condition found on the delivery sheath tip could be caused by the retraction of the filter basket. A product history record (phr) review of lot 35233717 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. The event reported by the customer as ¿delivery system - deployment difficulty - premature/prior to use¿ was confirmed since the filter was received deployed. However, the root cause of the premature deployment experienced by the customer could not be conclusively determined during the analysis. The cause of the ¿deployment (delivery) sheath - frayed/split/torn¿ and the ¿filter basket frayed/split/torn¿ conditions could not be conclusively determined during the analysis. Nonetheless, procedural factors may have been contributed to the split/torn condition; since the event description states the following: ¿the filter migrated out of the sheath and would not return back inside the sheath.¿ per the IFU, which is not intended as a mitigation, ¿do not attempt to close the filter basket with the deployment sheath. The angioguard xp emboli capture guidewire should only be removed using the capture sheath. Remove the two anti-migration clips closest to torque device and pull to ensure torque device is securely attached to guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Remove the last anti-migration clip.open the torque device. Gripping the torque device in one hand and the proximal end of the guidewire in the other, pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut. Lock the torque device onto the guidewire; ensure the deployment sheath hub remains engaged with the torque nut. Pull the wire and deployment sheath out of dispenser coil.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
Upon review, the reported event was stent, premature deployment. However, the device involved is an embolic protection device. There is evidence of a product malfunction, as the device failed to meet its performance specification or otherwise performed as intended, however the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Therefore, this event no longer meets the definition of a malfunction that requires submission of a regulatory report. No additional reports will be forthcoming.

Manufacturer narrative:
During prep, while putting a curve on the distal wire of the 6 mm angioguard medium support device the filter migrated out of the sheath and would not return back inside the sheath. The product was reported to have been prepped properly. The event occurred prior to use in the patient. The procedure was completed successfully using another angioguard. There was no reported patient injury. The other angioguard performed as expected and an excellent result was achieved. The target lesion for the procedure is the right internal/common carotid artery. The target lesion is reported to be: eighty-five percent (85%) stenotic and ¿not too tortuous.¿ there was no other product issue noted either at the account after the procedure or prior to shipping for inspection. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The device was returned for analysis. One non-sterile 6mm angioguard medium support unit was received along with its deployment sheath and its torque device. Neither the capture sheath nor the filter basket introducer, coil dispenser, or the peel away guide wire introducer were returned for analysis. Per visual analysis it was found that the delivery sheath tip was received split/torn and the filter basket was received deployed, it was also noted that the filter membrane was found lifted up over the nitinol wires; the torque device was found affixed to the guide wire. No other issues were noted. Functional analysis could not be performed due to the delivery sheath tip split/torn condition. The filter basket was inspected under a microscope and it was confirmed that the filter membrane was found lifted up over the nitinol. Per the condition of the received device it was concluded that the ripped condition found on the delivery sheath tip could be caused by the retraction of the filter basket. A product history record (phr) review of lot 35233717 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event experienced by the customer could be related to the manufacturing process. The event reported by the customer as ¿delivery system - deployment difficulty - premature/prior to use¿ was confirmed since the filter was received deployed. However, the root cause of the premature deployment experienced by the customer could not be conclusively determined during the analysis. The cause of the ¿deployment (delivery) sheath - frayed/split/torn¿ condition could not be conclusively determined during the analysis. Nonetheless, procedural factors may have been contributed to the split/torn condition; since the event description states the following: ¿the filter migrated out of the sheath and would not return back inside the sheath.¿ per the IFU, which is not intended as a mitigation, ¿do not attempt to close the filter basket with the deployment sheath. The angioguard xp emboli capture guidewire should only be removed using the capture sheath. Remove the two anti-migration clips closest to torque device and pull to ensure torque device is securely attached to guidewire. Gripping the torque device in one hand and the coil dispenser in the other, pull on the wire until the basket is completely docked into the tip of the deployment sheath. When completely docked, approximately half the filter basket will still be visible out the end of the deployment sheath. Remove the last anti-migration clip. Open the torque device. Gripping the torque device in one hand and the proximal end of the guidewire in the other, pull the wire through the torque device until the proximal end of the deployment sheath hub engages the torque nut. Lock the torque device onto the guidewire; ensure the deployment sheath hub remains engaged with the torque nut. Pull the wire and deployment sheath out of dispenser coil.¿ neither the product analysis nor the phr review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.